Manufacturer narrative:
An event regarding shell loosening involving a trident psl ha cluster 52mm was reported. The event was not confirmed. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent right hip surgery using trident acetabular hip system on (B)(6) 2003. It is alleged the patient began to experience extreme pain and implant loosening. The patient was revised on (B)(6) 2013

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent right hip surgery using trident acetabular hip system on (B)(6), 2003. It is alleged the patient began to experience extreme pain and implant loosening. The patient was revised on (B)(6), 2013.